Event description:
This report is cancelled because currently MDR is being used in place of the specific region report.

Manufacturer narrative:
(B)(4). This report is cancelled because currently MDR is being used in place of the specific region report. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.